Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a loose grip cable at the distal end. Additionally, the instrument was found to have a cracked clamping pulley. The grip input disk clamping pulley #6 was cracked. As a result of a cracked clamping pulley, the instrument grip cable became loose. The pitch and grip input disk clamping pulley (#5 and #7) were also found cracked. Furthermore, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the bipolar yaw pulley. The instrument passed an electrical continuity test. The instrument was found to have damage to the conductor wire¿s insulation. No exposed internal wire. No thermal damage was observed. There was no missing piece of insulation. The insulation was lifted off and still attached. There were various scratch marks with light material removed on the main tube. The scratch marks were 0.017¿ - 0.230¿ in length and were not aligned with the tube axis. Hairline cracks were found on grip input disks #6 and #7.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the maryland bipolar forceps returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument clamp jaw was jammed. The procedure was completing as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing unusual. There procedure was a prostatectomy. The procedure was completed with a backup instrument. The reporter did not describe any bleeding, adverse effect nor unexpected tissue removal as the result of the issue. It was not described if the jaws were stuck on tissue.